Event description:
It was reported that during a procedure of the mildly calcified, de novo proximal left anterior descending artery lesion, the balance middleweight universal ii guide wire was used with a mini trek dilatation balloon, however, during removal of the balloon resistance was met. The two devices were removed from the anatomy as a system; outside the anatomy it was noted that the guide wire was broken. There was no reported clinically significant delay in the procedure due to the device issue. A second guide wire and trek were used to complete the procedure without incident. There was no reported adverse patient effect. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: trek; rhv: abbott rhv. Resistance between devices, such as the reported guide wire becoming stuck inside a balloon catheter, can occur due to numerous factors including, but are not limited to, interaction with other devices, insertion/removal/preparation technique, lesion morphology, patient anatomy/disease state, the condition of the catheter being used, and/or condition of wire coating. Coagulation of blood or contrast in the lumen of the catheter or on the wire can be a factor in reducing clearance. Additionally, in certain circumstances, such as during high pressure balloon inflations, manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearance between devices can be reduced to an undesirable level. In this case, the reported guide wire separation was likely the result of the resistance with the balloon catheter. The guide wire was not returned which may have aided in the evaluation. The lot history record (lhr) for this product was not reviewed and a similar incident query was not performed because the product was not returned and the lot number was not reported. Overall, a conclusive cause for the reported difficulties could not be determined and guide wire separation appears to be related to operational context of the procedure and there is no indication of a product quality deficiency. Manufacturing performs visual inspection of the guide wire tips after being loaded into the dispenser, performs non-destructive hypotube junction pull test and performs outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The trek is being filed under a separate MFR number.